Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Based on the analysis, the alleged malfunction issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Additionally, it was reported that the pump battery was unresponsive. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained. Customer¿s blood glucose level was 100-300 mg/dl.